Event description:
It was reported that this patient received two inappropriate shocks while playing soccer due to double counting of r waves during a sinus tachycardia as well as an atrial fibrillation arrhythmia. A follow up for this patient to access this device will take place at a later date. No changes have been made to the system to date. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that this patient received two inappropriate shocks while playing soccer due to double counting of r waves during a sinus tachycardia as well as an atrial fibrillation arrhythmia. A follow up for this patient to access this device will take place at a later date. Additional information noted that the device was explanted four year later and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this patient received two inappropriate shocks while playing soccer due to double counting of r waves during a sinus tachycardia as well as an atrial fibrillation arrhythmia. A follow up for this patient to access this device will take place at a later date. Additional information noted that the device was explanted four year later and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient received two inappropriate shocks while playing soccer due to double counting of r waves during a sinus tachycardia as well as an atrial fibrillation arrhythmia. A follow up for this patient to access this device will take place at a later date. No changes have been made to the system to date. No adverse patient effects were reported.